Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the ventilator stopped ventilating and issued a high priority alarm, both audible and visual the therapist could find no issue with the circuit. It was still attached to the endotracheal tube (ett) and the patient was still intubated. The circuit was complete and attached as indicated. The circuit was not kinked. No nebulized medications were being used. The patient desaturated and experienced an increased heart rate. It was reported that the patient was stabilized and recovered.